Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The patient reported she just had an adjustment made to the pump today in the office and they made the bolus doses and programmed her for 4 times a day. Patient states when she tries to look at the therapy details to make it match what they put in the pump she is getting a caution pump memory error had occurred and their controller configuration was invalid service code 372. Agent advised to restart the handset and try again. Patient was seeing patient bolus disabled and again 372 code [pump memory error]. Patient stated she was aware they did the patient bolus disabled as she did not need the boluses however wants to see her therapy details. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.